Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. Other complications/ failure modes were listed as: device incorrect detection with inappropriate shocks (no reoccurrence after device reprogramming), pneumothorax, lead dislocation, and pocket hematoma. The cause of death has been requested and follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no direct indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: clinical experience of combined heartware ventricular assist device and implantable cardioverter defibrillator therapy. Journal of cardiovascular electrophysiology. 2014;25(10):1109-1114. (B)(4).